Event description:
It was reported that noise resulting in oversensing and inappropriate high voltage therapy was noted on the right ventricle (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed to disable high voltage therapy. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.